Event description:
The affiliate reported a customer who alleged that their endoscopic instruments were damaged after they were sterilized in the sterrad nx. Some particles were found to be detaching from the packaging. Per affiliate, the device was not used on a pt.

Manufacturer narrative:
Conclusion: outdated compatibility lists: recalling firm has decided to discontinue dissemination of compatible medical device reference lists and instrument assessment activities.